Event description:
A cartridge change error was reported with the customer's pump, leading to the involvement of technical support. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of troubleshooting steps, but the issue persisted. The customer expressed discomfort with the current pump due to frequent cartridge errors, prompting a decision to replace the pump and supplies under warranty. A new pump with updated software was sent to the customer, and they were advised on setting up and returning the faulty pump. The customer will use multiple daily injections as a backup therapy during the transition.